Event description:
It was reported by the patient that they had experienced four inappropriate shocks. Follow-up received from the clinic nurse revealed that the patient shocks were due to atrial fibrillation. The device settings were reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.